Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis intact and in good condition. The device history log was reviewed with no evidence of complaint. The pump was powered up, visually inspected and pump testing was performed revealing double beeps after power up. The root cause of the issue is unknown. However, based on the investigation results the downstream occlusion sensor will be replaced with no corrective actions.

Event description:
Information was received indicating that a "double beep no cassette" alarm occurred to a smiths medical cadd-legacy® pca pump. No adverse effects were reported.